Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with insulin pump. Troubleshooting was not performed for high readings. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s sensor glucose was 70 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.